Manufacturer narrative:
The investigation for the reported purge issue has been completed. The product was returned, and the issue was confirmed. Data analysis: aic logs confirmed the reported issue since the error was triggered during the case start procedure. However, a purge system failure alarm (event set #417 ¿ piston blocked) was also issued because the available range of the stepper motor (piston) was 0%. Device analysis: the console was inspected for any signs of glucose build that would explain the stepper motor issues driving the piston to build purge pressure. Glucose build-up was found on/ around the purge assembly. See the attachments section for image. Per the results of the clinical review and investigation, the root cause was build-up of glucose on the stepper motor gasket. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was on an automated impella controller (aic) for mechanical circulatory support. During setting up/doing case start for an impella cp, the aic malfunctioned and didn't recognize the purge fluid. A backup aic was used for support. There was no report of patient harm or injury.